Event description:
Endoscopes were placed into washing disinfectant machine to be cleaned following endoscopy procedure. Machine was found to be on wash cycle only, not wash/disinfectant, one scope was reused prior to the hosp recalling to rewash and disinfect.